Manufacturer narrative:
The pad-pak was first successfully installed by the user in november 2009 and performed successful self-tests, alongside random manual power ons, to specification up to the 2nd november 2014. The device records temperatures below the recommended minimum stand-by temperature. The device failed a self-test due to a low battery on the 9th november 2014 and remained in fault mode until the 21st november 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups,mainly under one minute duration, are recorded between the 30th august 2015 and the 4th september 2015. This may indicate the user was regularly power cycling the device or the beginnings of membrane failure. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log however there were time outs under 1 minute duration, this may indicate the device was switching itself on and the user was intervening to switch the device off. The fault was witnessed during the investigation. The fault could not be replicated with a good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.